Event description:
It was reported, that during an in-clinic follow-up. The right ventricular (rv) lead exhibited episodes of over-sensed noise. Resulting in pacing inhibition. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.